Event description:
It was reported that signs of obstruction appeared on the ventilation curves around two hours after the start of anesthesia. Gradually, ventilation became increasingly difficult, leading to desaturation. Clinicians suspected bronchospasm and administered ventolin, which did not improve the situation. The situation resolved itself automatically when the filter was changed for a new one.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report. H3 other text : on-going.

Manufacturer narrative:
The affected filter of type twinstar hepa plus was requested but was not provided for investigation. Therefore, 6 twinstar hepa plus filter from stock were installed in a patient simulation setup (including humidification) for 24h. None of the filters have shown a significant resistance increase. Accumulation of condensate was clearly visible but did not result in an impairment of ventilation. No device failure found. An increased resistance is detected by the main device via pressure monitoring. An alarm is issued depending on the alarm limits set by the user. The current IFU advises the user to replace the filters once there is condensate visible on the device side of the filter. In the last 12 months one further similar complaint regarding condensation in the twinstar hepa plus filter has been reported from the same customer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that signs of obstruction appeared on the ventilation curves around two hours after the start of anesthesia. Gradually, ventilation became increasingly difficult, leading to desaturation. Clinicians suspected bronchospasm and administered ventolin, which did not improve the situation. The situation resolved itself automatically when the filter was changed for a new one.